Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer tried multiple steps with technical support, including removing pump from case, pressing button in different ways, and connecting pump to known working charger while checking for lights and vibration, but pump still would not turn on, so pump was scheduled for replacement and customer planned to use multiple daily injections as backup insulin therapy.